Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced intervertebral disc disorder ("diseased disc - l4 and l5"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal and intervertebral disc disorder outcome was unknown. The reporter considered intervertebral disc disorder and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced intervertebral disc disorder ("diseased disc - l4 and l5"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal and intervertebral disc disorder outcome was unknown. The reporter considered intervertebral disc disorder and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.